Manufacturer narrative:
A complete lead was returned in one piece for analysis. The reported events of no capture, high capture threshold, and high pacing impedance were not confirmed. Electrical testing did not find discontinuities but found internal shorts between conductors due to the inner coil was over-torqued due to procedural damage. The reported event of helix mechanism issue was confirmed. The helix was able to extend and retract after cleaning. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue consistent with procedural damage.

Manufacturer narrative:
Correction: section g3 - the awareness date for the supplemental report with analysis entered "jan 6, 2021" in error should have been "jan 12, 2021" the analysis completion date. Correction: section h6 - conclusion code for analysis should have been "unintended use error caused or contributed to event"

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. During the procedure, high capture thresholds, no capture as well as high impedance was observed on the lead. The lead helix could not be retracted. A malfunction was suspected. The lead was exchanged. The patient was stable.